Event description:
The patient was implanted with a left ventricular device approx 1 week post-implant, the patient received an alarm message which read, "replace internal battery". The pocket controller was exchanged, but immediately upon connecting the new pocket controller, the pump speed decreased to 4000-5000 rpm without the ability to increase the speed to the fixed speed of 9200 rpm. The pocket controller was exchanged per the MFR's instructions for use and the patient remains on lvad support with no further issues reported.

Manufacturer narrative:
The suspect pocket controller was exchanged. There was no effect to the patient reported. The pocket controller was returned to MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed. A supplemental report will be submitted when the MFR's investigation is completed.